Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic pulmonary valve, non-sustained ventricular tachycardia (nsvt) occurred. The nsvt led to the initiation of antiarrhythmic medication treatment that included betablocker and amiodarone. Per the physician, the nsvt was probably related to the valve and the valve implant procedure. There was no patient symptoms related to this event. The event resolved one day after onset.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that as result of the non-sustained ventricular tachycardia the patient experienced dizziness and palpitations. The physician indicated a causal relationship as ectopic rhythms were prone to occur during the valve implant procedure. No other cause determined.